Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was heating up during testing, the electric motor had an unusual vibration, an unknown substance found on the internal mechanical and electronic components, and the oscillating head base was worn. It was determined that the cleaning, sterilization, and/or maintenance procedures were not followed as per the directions for use (dfu). The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the battery oscillator device would stop running and freeze intermittently. During in-house engineering evaluation it was found that the device was heating up, the electric motor had an unusual vibration, an unknown substance found on the internal mechanical and electronic components, and the oscillating head base was worn. It was reported that there was no delay due to the event as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.